Event description:
It was reported that the patient underwent a revision procedure due to both cylinders were torn in the middle with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted.

Manufacturer narrative:
Device analysis: the returned device was analyzed and the reported allegations of fluid loss and mechanical issue was confirmed. Based on a review of all available information, the cause of the reported event was due to both cylinders having a large tear of the outer tube cylinder body.

Event description:
It was reported that the patient underwent a revision procedure due to the device no longer functioning resulting from both cylinders were torn in the middle causing fluid loss with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted.